Manufacturer narrative:
Investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "signal loss" alarm issue was reported with the abbott diabetes care (adc) device in use with motorola g84 phone with android operating system version 3.6.5.11962. The customer experienced a signal loss and was unable to receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced hypoglycemia with symptoms described as loss of consciousness. The customer was unable to self-treat and had contact with a healthcare professional who gave them 40% intravenous glucose. There was no report of death or permanent impairment associated with this event.

Event description:
A "signal loss" alarm issue was reported with the abbott diabetes care (adc) device in use with motorola g84 phone with android operating system version 15 and app version 3.6.5.11962. The customer experienced a signal loss and was unable to receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced hypoglycemia with symptoms described as loss of consciousness. The customer was unable to self-treat and had contact with a healthcare professional who gave them 40% intravenous glucose. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The sensor was found to be in sensor state 6 (indicating early termination). Sensor state 6 with event logs 6 and 7 are an indication that the patch was terminated without any error. The event logs observed are consistent with normal termination and indicate the sensor has reached its end of life. A further extended investigation was conducted. Visual inspection was performed on the returned sensor and no visual anomaly was observed. The sensor data in the initial scan was reviewed, and the sensor was observed to be in state 6 (indicating early termination). Sensor state 6 with event logs 6 and 7 are an indication that the patch was terminated without any error. The event logs observed are consistent with normal termination and indicate the sensor has reached its end of life. The returned sensor was reprogrammed and activated using a known good phone equipped with debug application. Ble (bluetooth low energy) functionality testing was performed by using debug application to scan and connect to sensor to receive first 5 ble packets. All first 5 ble packets were observed within few minutes after activation. The returned sensor passed all testing, and no evidence of a product malfunction was observed during the investigation. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint. The customer reported for signal loss. Sensor was inserted in the sim-vivo test fixture. The app was downloaded and initial app setup was completed. Sensor was scanned to the app and enabled signal loss alarm feature in the app. The phone device was placed in faraday bag to interrupt signal to sensor and signal loss alarm observed after few minutes. The phone was removed from bag and confirmed sensor reconnected within few minutes. App connected to sensor and functioned as intended. Attempted to replicate customer complaint using similar configuration that that closely aligns with the customer's reported sensor setup, given the unavailability of the exact sensor configuration. However, the reported issue could not be replicated and the system functioned as intended under the tested conditions. Based on the customer¿s reported application, potential causes and device history were also examined, but no issues were identified during replication that could have led to the reported issue. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.